Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient's routine follow up appointment, the device could not be interrogated. There was no response to magnet mode and no pacing spikes were observed on the electrocardiogram. At the last follow up one year prior, the device longevity was estimated to be 1 to 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
(B)(4). All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.